Event description:
As reported, closing with a 5f mynx control vascular closure device (vcd) failed. The user removed the product because it does not stop bleeding even though there was no problem with the prep and usage process of the product. There was no reported patient injury. No damage to the button was reported. The device storage temperature did not exceed 25 °c. No kinks in the sheath or device after removal were reported. No damage to the sealant sleeves after removal was reported. The deployer was experienced in training with the mynx device. No damage to the device or packaging prior to opening was reported. The device was stored and prepared according to the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.